Event description:
A rep from the food and drug administration contacted nephron pharmaceuticals corporation via mail regarding a product complaint on (B)(6) 2013. The rep reported that the pt experienced an important medical event as a result of the ez breathe atomizer not functioning properly. The pt was using the device to help relieve asthma symptoms. No other info was available concerning this investigation.